Event description:
The pt was found unresponsive. Pulse-ox was not heard audibly in the room or outside the room. CPR was initiated, resuscitative efforts were successful and pt was sent to stac (acute hosp). Resident coded en route to hosp and expired. Pulse ox was tested and possible audibility issue after the alarm silence mode resets itself. Pulse ox is locked up. It is not certain that the pt would have survived even if the pulse ox had alarmed and been heard by staff.